Manufacturer narrative:
The studies for the three patients were conducted using a combination of two coils - body coil on top and speeder spine on bottom. Testing found sar and rf levels to be at normal levels. Review of the image data revealed that the cable drape for the speeder coil was incorrectly positioned by the operator of the device. The customer has been provided the operator's manual again and instructed by a toshiba customer engineer on proper operation.

Event description:
Alleged report by mr operator of 3 patients having redness on chest area following completion of scans.